Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "refer patient to pump provider because he has a @bw@ access code and cannot restart therapy, need higher authorization code. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Patient got pump yesterday from hospital, c a continuous delivery mode. Pump stopped infusing overnight and patient wants to restart therapy (dose interrupted) refer patient to pump provider because he has a @bw@ access code and cannot restart therapy, need higher authorization code. Pump provider ; oncology dept of general hospital. Additional information: we have received more information concerning the pump complaints indicating that code 9990 was not working. In fact, when questioning the patients, we discovered that they pressed the "quit" button (while trying to resolve the alarms themselves) and that by doing this they actually stopped the infusion and cancelled the parameters. We have re-tested the pumps and the codes 9990 and 8880 work correctly."

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "refer patient to pump provider because he has a (B)(4) access code and cannot restart therapy, need higher authorization code. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Patient got pump yesterday from hospital, (B)(4) continous delivery mode. Pump stopped infusing overnight and patient wants to restart therapy (dose interrupted) refer patient to pump provider because he has a (B)(4) access code and cannot restart therapy, need higher authorization code. Pump provider ; oncology dept of (B)(6). Additional information: we have received more information concerning the pump complaints indicating that code (B)(4) was not working. In fact, when questioning the patients, we discovered that they pressed the quit button (while trying to resolve the alarms themselves) and that by doing this they actually stopped the infusion and cancelled the parameters. We have re-tested the pumps and the codes (B)(4) work correctly"